Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient's incision site was not healing well and opened up. The physician believes a hematoma likely formed postoperatively and ruptured causing the wound to re-open and not heal. The device was removed and the patient may be re-implanted in the future.